Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 14 events were reported for this quarter. 12 devices were received for evaluation. 7 events were not duplicated during testing; the devices were found to be within specifications. 5 events were duplicated during testing. 3 devices were found to be affected by compromised lubrication. 2 devices were found to have corrosion. 2 devices are available for evaluation but have not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 previously reported events are included in this follow-up record. Product return status: 2 devices were not available to stryker for evaluation. 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused. Device not returned.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.